Event description:
The customer reported the system displayed a charger failed error appeared on the unit. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He checked the charger circuit, checked the battery charger calibartion, and checked outputs of ps1 and ps2 and found all of them to be within specification.